Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer has not agreed to return the device for investigation. The device was not returned to stryker for evaluation. The reported issue could not be verified, and the root cause could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.